Manufacturer narrative:
Addition the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.

Manufacturer narrative:
Patient medications: metoprolol and statins.

Event description:
On (B)(6) 2021, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (date and modality is unknown), revealed a possible proximal type I endoleak. On (B)(6) 2021 there was a reintervention. The physician ballooned the proximal portion of the gore® excluder® aaa endoprosthesis trunk-ipsilateral leg under angiography. The endoleak was resolved. There was no aneurysm sac enlargement. The patient tolerated the reintervention procedure.